Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced a fluid leak during their peritoneal dialysis (pd) treatment. Prior to identifying the fluid leak, a solution bag lines are blocked alarm occurred during dwell one of four. The patient contact called technical support (ts) for assistance after failing to bypass the alarm. The contact was advised to discontinue the treatment and set up with new supplies. When the cassette door was opened to remove the tubing set, fluid began leaking out from behind the door. At this point, the ts representative advised the caller to discontinue using the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. The cause of the fluid leak was not known. However, the patient contact reported that the film on the back of the cassette looked ¿swollen¿. The cassette was reportedly discarded and is not available to be sent back to the manufacturer for evaluation. The patient contact stated that the patient did not complete their treatment. However, it was confirmed that the patient is trained on performing stat drains, as well as manual pd therapy if needed. Upon follow up with the pdrn, it was reported that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient has received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cycler was reportedly returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. A simulated treatment with a reduced dwell time was initiated and failed due to a (not enough supply bags for total treatment) alarm during setup. The cycler underwent and passed a system air leak test, valve actuation test, and mushroom head check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The inspection also found the hydrophobic (hp1) filter to be clogged. The hp1 filter is located in the pump assembly. The clogged hp1 filter was replaced with a clean filter and a second simulated treatment with a reduced dwell time was performed. The test was completed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.